Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse didn't received the spare order from customer, so as of now system is not working. This complaint record is being closed due to insufficient information after three (3) good faith efforts (gfe) attempts were made to obtain additional information with regard to the repair and status of the iabp. No repair information has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported during a routine check, that the cs100 intra-aortic balloon pump (iabp) battery pack was too low. There was no patient involvement, and no adverse event reported.